Manufacturer narrative:
(B)(4).

Event description:
Procedure type: liver resection. According to the reporter: the surgeon tried to hold the rotation of the shaft of the device while getting into position when he heard a cracking sound. When he tried to fire the device it would not fire, and when he pulled the device from the patient the area where the staple load connects to the adapter it was broken and flops around. The adapter had been rotated and the surgeon was gripping the shaft, to keep it in place, when it cracked. Nothing fell off the device. There was no tissue damage. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. No reinforcement material was used.